Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. During preparation of a triclip steerable guide catheter (tsgc), tsgc insertion was performed in accordance with the instructions for use (IFU). However, a great deal of resistance was encountered when inserting the guide attach into the stabilizer. After several attempts of inserting, the tsgc was introduced in the stabilizer, but unable to detach properly from the stabilizer. Troubleshooting was performed to remove the tsgc from the stabilizer, but it was not possible to remove the tsgc. Therefore, a hemostatic clamp was used to pry it free. After releasing the tsgc from the stabilizer, an attempt to insert the tsgc into another stabilizer was attempted, but significant resistance with insertion was encountered, and great difficulty removing the tsgc from the stabilizer occurred. Therefore, the tsgc was not used and was replaced. It was noted that the tsgc was introduced properly in both stabilizers. There were no issues with the stabilizers. The procedure was completed with 1 clip implanted, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty inserting and removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.